Event description:
Device malfunction: required intervention to remove epd. Time of malfunction: during procedure. Symptoms/ae: none. It was reported that during a heavily calcified right internal carotid artery stenting procedure there was difficulty retrieving the embolic protection device (epd). The accunet 2 low profile flexible recovery catheter was unable to pass through the stent. The accunet shapeable tip recovery catheter was used successfully. There was no pt injury and no add'l info available. Study event.